Event description:
A ventilator was returned to the manufacturer center for service. The device was not in patient use. During the evaluation of the device at the manufacturer service center, the device failed during testing of the measured vt for both the internal flow verification for both positive and negative flow tests. The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue was damage to the pca-fio2 sensor cable due to the flow sensor. While servicing the device, the three-way solenoid valve was damaged. The pca-fio2 sensor cable and 3-way solenoid valve were replaced on the device. There was an odor coming from the device so the following parts were replaced: muffler assembly, filter cover, particulate filter, and the air inlet foam filter. After the parts were replaced, the following tests were performed on the device: repair test, alarm test, battery test, and run-in test. These tests passed on the device and the device was cleaned and found operating properly.